Event description:
A male who received op-1 putty in 2005 for an unknown indication, was hospitalized the following month, for confusion and weakness. The events resolved. The etiology was suspected to be failure to thrive. He additionally experienced the nonserious events of back pain, paraspinal muscle spasms, two positive cultures for propriobacterium and cast pain on the left side. Outcomes of the nonserious events are unknown. The surgeon did not suspect the events were related to the use of op-1 putty.